Manufacturer narrative:
Patient identifier, date of birth and weight is not available for reporting. Additional device product code: hrs, hwc. This report is for one (1) unknown 4.5 mm variable angle-locking compression plate (va-lcp) curved condylar plate. Part and lot number is unknown. Without a valid part and lot number, UDI is not available. Three months after implantation, the patient was admitted to the operating room after plate and screw failure. Exact date of explant is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that a patient was implanted with a variable angle curved condylar plate and experienced a post-operative break of the device. Three months after implantation, the patient was admitted to the operating room after plate and screw failure. Reportedly an implanted lag screw is creating too much stress at the fragment interface that is not reduced perfectly. It was reported that the patient disclosed to her surgeon that the physiotherapist had exaggerated on the physio treatment increasing cyclic loading abnormally. It was further explained that the patient, in relative good physical condition, was forced to increase exercise doses after surgery. The surgeon performed a revision surgery on an unknown date when he implanted a rafn (11 x 280 mm titanium cannulated retrograde/antegrade femoral nail- ex system). The surgeon reportedly, distally locked a titanium spiral blade and 5.0 mm locking screw and proximally with titanium 5.0 mm locking screws. The proximal part of the plate was left implanted to protect stress riser tha (total hip arthroplasty) and the rafn junction. Three distal screws from this part of plate construct, left in the patient, were removed in order to enable the nail to go near the tha stem. The surgeon believes that this last step does not play a role in the second phase of healing except for protection stress riser between the nail and the tha (total hip arthroplasty). Cables were then used to help distal fixation of the proximal plate part left in the patient. The explanted devices were discarded and are not available for investigation. Concomitant devices reported: unknown screws. This report is for one (1) unknown 4.5 mm variable angle-locking compression plate (va-lcp) curved condylar plate. This is report 1 of 2 for (B)(4).